Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient had bladder retention and the trial worked remarkable. However, it was reported that since implant they had not had therapeutic effect; were still having to cath morning and night, and they had not had a great deal of change. It was also stated that when they bend over or squat, they feel the vibration were the implant is, not in the vaginal or rectal area. Troubleshooting found that they were on program 4 at 1.3 volts. It was noted that they had the device on program 2 the first month, and they wanted to change to program 3. On the call they were able to switch to program 3 at 0.4 volts where they could feel it in their bicycle seat region. It was recommended that they monitor their symptoms for a couple of days to see if they improve. No further patient complications are anticipated or expected asa result of this event.

Event description:
The patient reported they were trying to change programs to get the ins to work a little better. They noted they had the device for retention and stated that since implanted it had not been great and hadn't been providing the therapy benefit they expected. They reported they had been having a lot of retention. They mentioned the last time they changed programs was probably a month prior. They stated that starting the day of the report they were trying to connect with the ins to change programs and they were getting the message communicator not found. Education was provided on external equipment. They continued to get the communicator not found message on the handset. The confirmed the communicator had not been dropped, damaged, or wet. The issue persisted despite pressing switch communicator. It was noted the patient stated they got the clinician login error, patient services was unable to determine if the patient was in the clinician app. They entered the mytherapy app and they were still getting communicator not found. They powered off and restarted the external devices. Following this, they were able to successfully connect with the handset. They stated they were on program 5, set to 0.8 volts. They changed to program 6 on the call and increased to 0.8 volts. They confirmed they felt stimulation in the bike seat area. They stated they thought the ins would stimulate higher where the patient had urine. They reported stimulation is the craziest feeling and they stated they felt stimulation in different areas when they moved such as sitting or crossing their legs. They stated this had been occurring since implant. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.